Manufacturer narrative:
Lot review: reported lot #3366243 (mfg date 11/2016) shows (B)(4) units were manufactured, tested, inspected, and released with no exception documents cited.

Event description:
Ch-12 inserted into braun and hospira IV bags, spike easily pulled out of both bags, both in the pharmacy compounding process and also during infusion. Facility reports unprotected chemo exposure.

Manufacturer narrative:
Lot review: reported lot #3366243 (mfg date 11/2016) shows 8,000 units were manufactured, tested, inspected, and released with no exception documents cited. Visual: multiple bag spikes were returned. No mating devices accompanied the returned device. Functional: ten samples were measured and all met iso 8536 design expectations for closure piercing devices. Analysis summary: the complaint of ch-12 assemblies being easy to pull out of IV bags could not be confirmed.

Event description:
Ch-12 inserted into braun and hospira IV bags, spike easily pulled out of both bags, both in the pharmacy compounding process and also during infusion. Facility reports unprotected chemo exposure.